Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6),(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when they were trying to stop the bleeding inside the patient's body, the clip was not able to clip and fell inside the patient's body. The fallen part has been retrieved from the patient and the procedure was completed with a similar device. There was no health risk to the patient. It was later reported three clips could not be clipped and fell into the body. The claws were already closed when they were ejected from the rotating clip device and the connecting rod came off the hook and fell into the body.

Event description:
It was reported that the subject device was used to help prevent bleeding during a polypectomy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (b5, g2, and h3). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that missing parts were recovered occurred due to the clip fell out into the body. It's possible the clip fell due to the hook of the rotary clip device was pushed out too far, causing it to strike the tissue inside the body. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not extend the clip abruptly from the distal end of the coil sheath. Also, when pushing the clip out of the coil sheath, keep a sufficient distance between the distal end of the coil sheath and the mucous membrane. If the clip is extended without keeping this distance, the clip may hit against the tissue unintentionally, and perforation, hemorrhage or mucous membrane damage or dropping off of the clip, or break up of the clip may result." "Do not force the clip against body cavity tissue. The clip may be deformed and does not close properly. This could result in reduced performance." Olympus will continue to monitor field performance for this device.